Event description:
It was reported that during a routine follow-up, rv sensing showed variable ranges and a high capture threshold was observed. A diagnostic image showed the rv lead dislodged and was free in the right ventricle output tract (rvot). When repositioning was unsuccessful the lead was explanted and replaced. The patient condition is good. The lead will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.